Manufacturer narrative:
A clinical evaluation was completed on a photo taken during the event. One monitor photo was reviewed. Image confirmed 2 differing blood pressure values: 129/95 (104) and 103/63 (75). 2 different blood pressure values were displayed and discrepancy can be confirmed between the two values, however, without a full clinical picture and assessment of the patient, it is unable to determine which value is more appropriate to the clinical setting. An adult cuff (aiqca) has been tested and shown to be accurate on fingers with circumferences ranging from 43 to 71 mm. It also has been tested and shown to be accurate when compared to blood pressure measurements from an arterial line. However, an in depth investigation to confirm device functionality or potential manufacturing issue could not be performed since the device was not returned. An image was provided for evaluation but the reported event was not able to be confirmed. As such, based on available information, a definite root cause is unable to be determined at this time. A product risk assessment was initiated to address the increase of occurrence. Current risk mitigation(s)/control measure(s) include 100% visual inspection, 100% electrical test and qa sampling inspection."

Manufacturer narrative:
The device was disposed. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. In addition, the lot number was not provided thus a device history record was not reviewed. However, an investigation was initiated for the provided images taken during the case. A supplemental report will be forthcoming when the investigation is complete. Per the instructions for use it states, "do not apply finger cuff or cuffs on a hand or a finger when a second blood pressure measurement device is actively monitoring on the same arm or hand or finger." Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that there was a large discrepancy in pressures between an aiqca and arm cuff. Issue was ongoing every 5 minutes for an hour. Spo2 on the same hand as finger cuff had a good waveform, but the pressure difference was seen when arm cuff was switched to the same side as the cuff. Patient had arrhythmia and was undergoing afib ablation. Cuff was connected to a hem. Rep was able to conclude that the spacelab monitor had no issue. There were no patient injuries.